Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-52, lead; implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting intermittent capture and high thresholds. An intervention was completed to reposition the lead, and it remains in use. No patient complications have been reported as a result of this event.